Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the mass truly an abscess or was the surgicel present mimicking an abscess? Product code and lot number involved. Does the surgeon believe that the surgicel was related to the patient infections/ abscess? Was the abscess treated or drained? Was there any medical or surgical interventions were performed? Were any cultures performed? If yes what was the result? Were there any pre-existing signs / symptoms of active infection prior to surgical procedure? Why was the surgicel used during the initial procedure? Was excess surgicel removed during the procedure? Location that the surgicel was used? What are the patient¿s demographics? (Age, date of birth, bmi). Patient pre-existing medical conditions? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a cholecystectomy procedure on an unknown date and absorbable hemostat device was used. The absorbable hemostat device was used in the stomach of the patient (at the level of one hepatic part). Three or four days after the surgery the patient had a fever and at scan a mass resembling an abscess was visible. The visceral surgeon reported that the patient experienced a post operative infection with the absorbable hemostat device. No serious consequences reported. Additional information has been requested.